Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. Troubleshooting was performed. The time and date on the insulin pump were incorrect. Assisted the caller to correct them. Reviewed the alarm history and found several low reservoir and no delivery alarms. Instructed the caller to call back when the infusion set is available to continue testing. Advised the nurse to have the customer call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.